Event description:
It was reported that the customer had a dim backlight and a scratched screen that is difficult to read at times. Customer stated that they also had frequent battery changed and unexplained no delivery alarms on the insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.